Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply, table generator interface board, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the table tower would not boot up. There was no patient injury or death reported.